Event description:
It was reported that the patient complained of lightheadedness and dizziness and experienced several syncopal episodes. She presented to the emergency room, where she was found to be in complete heart block with a low heart rate. The pacemaker was explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received. The product was returned. Visual inspection and longevity assessments were normal; device image download was successful and interrogation results indicated normal end of life (eol). Analysis found that the device was received with battery voltage at eol level and no anomalies were noted.